Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.